Manufacturer narrative:
Correction: a3, b3, h6 (annex g). Investigation ¿ evaluation: it was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated at the hub. Prior to placement, the drain was tested, and it was noted the catheter did not straighten. Then it was discovered the device was separated at the hub. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned in a prepped and damaged condition. The investigation confirmed that the 8.5 mac-loc adaptor separated from the catheter shaft. A visual examination discovered that a fold and tear were present in the flare. Additionally, thread marks were also present within the flare, near the top. Based on the on the evidence displayed regarding the flare, it is feasible to suggest the flare was too large, thus preventing proper seating between the cap and mac-loc adaptor. The device was determined to be out of specification. The supplier provided a detailed analysis report for the supplied lots consisting of the DHR, manufacturing instructions, quality control instructions, logs sheets and certificate of compliance. It was concluded the devices within the compliant lots were manufactured to specification. Additionally, a document-based investigation evaluation was performed. The device master record (dmr) was reviewed, and quality control procedures were identified. There are controls are in place to detect this failure mode prior to release. Cook reviewed the DHR, confirming there were no relevant recorded nonconformances. To date, a search of our database records revealed no additional complaints received regarding the complaint lot. Related lots comprising of similar subassembly lots were reviewed. Relevant nonconformances were noted from these lots, but all nonconforming product was scrapped, and the remaining product underwent quality control inspections. No other complaints were noted from the related lots. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: "precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, DHR and IFU suggests that the device was manufactured out of specification. However, an expanded search of all related lots and the provided investigation from the supplier suggests that there are no additional nonconforming devices in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a manufacturing deficiency at the supplier contributed to this incident. However, this is believed to be an isolated incident and there is no evidence of additional nonconforming devices in house or in the field. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated at the hub. Prior to placement, the drain was tested, and it was noted the catheter did not straighten. Then it was discovered the device was separated at the hub. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.